Manufacturer narrative:
(B)(4). Batch number: p92e0h. Investigation summary: the analysis results that one plee60a device was returned with no visual non-conformances and with a gst60d cartridge reload loaded on the device. The reload was received fully fired. In addition another gst60d reload was received fully fired with the pan dislodged. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, after the third firing of the first stapler, gold reload, no buttressing material, the doctor attempted to load another gold reload and the reload wouldn't fit in the jaws of the stapler. A second like stapler was opened with a gold reload, no buttressing, the device was fired, fourth firing of procedure, the stapler was removed from the patient, the reload removed, another gold reload was loaded and the reload wouldn't fit in the jaws of the stapler. The doctor removed the gold reload and noticed the metal sled was still in the jaws of the stapler from the last reload fired. The metal sled was removed from the second stapler, the gold reload was inserted and all successive reloads were fired to complete the procedure. There were no patient consequences reported.